Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump got wet and there was water under the display. The device also alarmed and had a frozen screen. No further info was provided.